Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Self test returned an unexpected hardware low level failure alarm. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failure alarm was confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had repeated issues with insulin flow block alarm. The customer's blood glucose level was unknown. Customer had changed both infusion set and reservoir three times but issue persisted. Customer was able to push out insulin manually from reservoir. The insulin pump will be returned for analysis.